Manufacturer narrative:
Correction - d9 - device was not returned. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Based on the results of the investigation, and because the subject device was not returned, the reported event could not be confirmed, and a definitive root cause could not be determined. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insufflation unit failed and generated an alarm as it went from 4 mmhg and then to 30 mmhg. The issue occurred during a therapeutic laparoscopy procedure. It was later reported the event resulted in a 20 minute delay while the patient was under general anesthesia. The procedure was completed however; the patient had subcutaneous edema due to over inflation. As the event was not life threatening, the delay was short, there was no intervention or hospitalization, it does not meet serious injury reporting criteria per FDA title 21 cfr part 803.